Event description:
It was reported that a patient had a complaint on her leg while she was walking on (B)(6) 2015. She went to (B)(6) to see the doctor about the issue. The doctor diagnosed the meniscal tear and operation was done on (B)(6) 2015. After operation, the patient's complaint on her leg persisted. After six months, it was noted by ultrasound that there was a piece remaining in the patient from the previous surgery. It was removed from the patient.

Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Based on the lack of relevant supporting clinical documentation, a thorough clinical assessment cannot be performed.